Event description:
It was reported that the automatic ventilation stopped working during a case and the machine alarmed. There was no patient injury reported.

Manufacturer narrative:
Log files and material were requested but not received. A reminder was send after about 7 working days, again after about 3 weeks and finally after 3 further weeks. As neither the log files nor the material was received it was not possible to determine the root cause. Based on the provided service report there is no indication for a ventilation failure. Due to the transmitted correspondence it is likely that the described issue was caused by a leakage and consequently alarmed by the device. No injury was reported.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.